Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/08/2014 with the following findings: the battery compartment was observed to have a small crack on the side of the battery chamber extending up from the primary seal. There was no issue with loss of power during testing and there was no evidence of moisture damage in the battery compartment. Unrelated to the initial complaint, the text on the display screen was starting to dim, fade and become discolored at the maximum contrast setting. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).